Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2023, for chemotherapy. Approximately one month and two days after port placement, on (B)(6) 2023, the patient was diagnosed with sepsis and an infection, with blood cultures allegedly confirming methicillin sensitive staphylococcus aureus (mssa). It was further reported that, on (B)(6) 2023, the port was removed. Approximately nineteen days after the port removal, on (B)(6) 2023, the patient eventually expired, with the death purportedly attributed to the infection allegedly related to the device.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported sepsis and mssa as no objective evidence was provided for review. The relationship between the port and the patient death cannot be established at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one month and two days of port placement procedure for chemotherapy, the patient was diagnosed with sepsis and an infection caused by the port, with blood cultures confirming methicillin sensitive staphylococcus aureus. It was further reported that the port was removed. Reportedly nineteen days after port removal the patient passed away, because of infection caused by the powerport device.